Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records shows that the lot released with no recorded anomaly. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
It was reported by the patient's legal counsel that the patient underwent a right total hip arthroplasty on (B)(6) 2011. Subsequently, the patient was revised on (B)(6) 2013 due to alleged elevated metal ion levels and pain. A review of invoice history indicates the acetabular cup and acetabular liner were removed and replaced during the procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.